Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced frequent urination and loss of weight for a while, but the blood glucose monitor was giving results within range. On (B)(6) 2022, the patient received a blood glucose result of 118 mg/dl and he was experiencing abdominal pain, vomiting, and had a fever. One hour later, the patient was transported to the hospital because he was very ill. At the hospital, the blood glucose measurement was taken with the hospital's meter and the result was 600 mg/dl. The patient was treated with unknown fluids via IV. On (B)(6) 2022, the patient received the following results within 15 minutes: 559 mg/dl (patient's meter) and 185 mg/dl (hospital's meter). The patient was currently still in the hospital.